Event description:
Procedure: intestinal obstruction. According to the reporter: after the unit was activated, the jaws did not open. It was necessary to resect tissues in order to retrieve the stapler. The surgery was completed with another device. Time surgery was extended, due to the problem. Actual pt health conditions are defined as stationary.

Manufacturer narrative:
(B)(4).